Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at a lake house. The caller stated that the customer was gone a few days by the time he was found. The doctor stated that the cause of death was diabetic ketoacidosis. The caller did not know the customer's blood glucose at the time of death. The last recorded blood glucose value was 151 mg/dl on the evening of (B)(6) 2016. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the insulin pump had been disconnected prior to death. When the customer was found he was not wearing the insulin pump. The customer was using sensors but was not wearing one when found. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed when received. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump uploaded properly using carelink pro. The insulin pump was received with minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 61.700u, (B)(6) 2016 daily insulin total = 69.400u, (B)(6) 2016 daily insulin total = 65.700u, (B)(6) 2016 daily insulin total = 45.700u, (B)(6) 2016 daily insulin total = 50.200u, (B)(6) 2016 daily insulin total = 72.000u, (B)(6) 2016 daily insulin total = 31.850u.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.